Event description:
Pacemaker telemetry revealed no activity in pt's pacemaker atrial lead, coinciding with decreased exercise tolerance and lethargy. Pt admitted for pacemaker evaluation and chest x-ray demonstrated fracture of atrial lead. Pacemaker replaced 9/25/1997.